Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number 3003898360-2019-01026 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that the applier got stuck.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and two clips partially loaded incorrectly into the jaws. One of the partially loaded clips has a broken hook. The next clip was also out of position in the channel. The sample appears used as there is biological material present on the device. First, the partially loaded clips were manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The next clip was unable to load properly as it had a broken hook. The following clip was also out of position in the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The broken ratchet caused the clips to become out of position and prevented the clips from loading properly into the jaws. The clip stacking can cause the clips to break in the channel, as observed in this sample. Two of the returned clips were broken at the hook. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "applier got stuck" was confirmed based upon the sample received. One device was returned with the rotation tab bent and two clips partially loaded incorrectly into the jaws. One of the partially loaded clips had a broken hook. The next clip was also out of position in the channel. Upon functional inspection, the next clip was unable to load properly as it had a broken hook. The following clip was also out of position in the channel. The sample was disassembled to inspect the internal components. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The clips were also out of position and stacking on one another in the channel. The proximal end of the feeder was slightly bent due to the clip stacking. The broken ratchet caused the clips to come out of position and prevented the clips from loading properly into the jaws. The clip stacking can cause the clips to break in the channel, as observed in this sample. Two of the returned clips were broken at the hook. The sample was received with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1900052 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier got stuck.